Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor. Unable to verify motor error alarm and no delivery alarm due to prime anomaly. Motor passed motor test. Pump received with scratched display window, cracked battery tube threads, broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 287 mg/dl. Troubleshooting was performed. The device was returned for analysis.